Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating any faults to the device. Based on log review and testing, the device works as expected. The device was recertified and returned to the customer. Review of the device activity logs does not support the customer report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to cardiovert the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.